Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the supera instruction for use (IFU) states: use this device prior to the use by (expiration) date as specified on the device package label. There was no reported device malfunction or adverse patient sequela. The investigation determined the reported complaint was due to user error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was a femoral popliteal bypass to treat the femoral artery. A 5.5x120 supera self-expanding stent (ses) was implanted after the labeled expiration date. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.